Event description:
Post vaginal deliver a pitocin drip was started. Two pumps with medications on primary tubing connected to the port closest to the patient. Pit was bloused at 333 for 30 minutes and then ran at 95ml/hr. It was programmed correctly, but the patient started to have heavier bleeding. She needed cytotec to help with her bleeding. The midwife asked if we hung a second bag of pit because the bag was full. We had not--the pump looked like everything was infusing correctly, but the volume in the bag did not change. The nurse checked everything and reprogrammed it again. It dripped, but she again realized that it was under infusing. She turned off the other pump that had lr [lactated ringers] and she lowered that bag to sit on top of the pumps, and it seemed to run. The pump said that 1070 ml had been infused, but there was only about 150 ml out of the bag. We called the baxter rep to troubleshoot, but she did not see anything wrong with the set up and asked us to pull the pump out of service, which we did. This patient may not have needed cytotec if the pitocin was infusing.